Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications. (B)(4). According to the gore® tag® thoracic endoprosthesis instructions for use, adverse events that may occur and /or require intervention include but are not limited to pseudo-aneurysm.

Event description:
On (B)(6) 2009, the patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tg3110/06629471) for a thoracic aortic aneurysm repair. Axillary-axillary artery bypass was performed. Tg3110 was implanted and covered left subclavian artery. No endoleak was found. The patient tolerated the procedure. Date unknown: a pseudo-aneurysm just below the distal end of the stent graft was identified. On (B)(6) 2015, the patient was additionally implanted with a conformable gore tag thoracic endoprosthesis (tgu312610j/12959224) to treat the pseudo-aneurysm. Tgu312610j was implanted in distal of tg3110, but endoleak was found. Moreover, cook tx2 36x77mm was relined inside tgu312610j. Gore tri-lobe balloon catheter was used for pressing. The patient tolerated the procedure.